Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - oversensing was reported. The implantation date was not reported. The leads were explanted. There were no adverse patient effects reported.